Event description:
On (B)(6) 2012, a reporter contacted animas to inform the billing office that the patient died on (B)(6) 2012, as the result of a cardiovascular accident (stroke). The reporter asked customer technical support to review the devices to determine if there was any connection between the devices and the patient's death. The reporter stated that the patient had been on dialysis for two years and was on home dialysis at the time the patient suffered a stroke. The reporter said that the patient had recently experienced swelling due to fluid retention and suffered a stroke at home on (B)(6) 2012. According to the reporter, the patient called her around 1:00 am on (B)(6) 2012, to say he was out of breath and could not move the left side of his body. The reporter summoned emergency transport. It was said that when the patient arrived at the emergency room he was wearing the pump and his blood glucose (bg) was determined to be elevated (unknown value). The infusion set was removed and a bent cannula was discovered according to the reporter. The reporter reviewed the pump with customer technical support and confirmed that the total daily dose delivery between (B)(6) 2012, was accurate, there were no associated alarms in the history, and the prime history indicated that the infusion set was last replaced on (B)(6) 2012. Also, the reporter stated that the time and date were correctly programmed. According to the reporter, the meter remote logbook showed that the last bg reading was 18.9 mmol on (B)(6) 2012 at 7:30pm. This complaint is being reported because the possibility of pump malfunction, defect, or use error cannot be ruled out as a contributor to the patient's hyperglycemic state prior to his demise.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
A copy of the death certificate was requested but not received. The pump has been requested but has not yet been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy and found to be delivering within required specifications. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. No occlusions or alarms occurred during testing. An occlusion was induced and the pump gives the appropriate alerts. No alarms outside the range of normal patient use were observed in the history. The history also indicated that current total daily basal deliveries were correct and that bolus deliveries were correctly reflected in the daily insulin delivery totals. No defect was found in the meter. No activity outside normal use observed in the meter history. Pump and meter powered up normally and paired successfully. Boluses were executed using the meter remote with no errors occurring. The cartridge was not returned and testing was unable to determine the lot number of the cartridge in use. Animas subject s each cartridge lot to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.